Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunction was identified: cable flooding. Based on the results of the investigation, it is likely that the following led to the malfunction: scratches on cable. However, a definitive root cause cannot be identified a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.